Event description:
A file separated in the canal during a procedure. The canal was filled with the separated piece in place without sequela. No further information was provided.

Manufacturer narrative:
The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.